Event description:
Customer reported that a patient sample with a previous history of anti-d had a 1+ positive antibody screen, however, no reactivity was observed when tested with vra185 cell 2. Sample was retested with vra185 with an increased incubation and still no reaction noted with cell 2. Customer further indicated that the remaining d+ cells on vra185 reacted 1+ with patient's plasma. Daily qc testing was performed and all reactions were acceptable. Customer further stated that cell 2 was tested for the d antigen and reactivity of 3+ was observed with the anti-d antiserum.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Satisfactory results were observed. (B)(4)